Event description:
Doctor was doing a procedure on this patient's right eye for an hour and the constellation machine suddenly said "not primed". System is not working properly per surgeon. New pack was opened and the machine was re-booted and re-primeded. Biomed aware. Ongoing issues with these machines. This particular machine was decommissioned in feb, 2012. Alcon constellation machine model #8065751550.